Event description:
It was reported that the patient developed an infection. The system was explanted. The patient was fine during the procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.